Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was received in good visual condition. After further inspection, it was noted that the precock mechanism was damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the driver link was found damaged, not allowing the precock mechanism to work properly. While no conclusion could be reached on what caused the driver link to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic "rectopexie" procedure, when firing the first staple into the mesh , the staple wasn¿t straight in the jaws and something broke inside the device, firing handle was loose. Another same device was opened and the procedure was completed without problems. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.